Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.442" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image/video was consistent with complaint. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects during use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported high pressure displayed when the harmonic ace instrument was activated. The procedure was completed with no reported injury.